Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the lead was unable to sense appropriately. Multiple repositioning attempts were made. However, the lead was still unable to function properly. The lead was not used, and a new lead was implanted. The patient was in stable condition.